Manufacturer narrative:
The involved cartridge was not returned for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on (B)(6) 2019 from the (B)(6) of a (B)(6) female patient with a history of blood pressure issues (nos), and a recent hypersensitivity type reaction during hemodialysis with the nxstage system, who was rechallenged with the nxstage system and experienced nausea, vomiting, and hypotension during her second hemodialysis treatment on (B)(6) 2019. Additional information was received on (B)(6) 2019 from the htn stating symptoms occurred within 15 minutes of initiating hemodialysis and continued for approx 1 hour and 20 minutes. Treatment was terminated early and no medical intervention was required to address the symptoms. The patient recovered without sequelae and continues to treat with the nxstage system using a dialyzer from a different manufacturer.